Event description:
An angio-seal vip was successfully implanted following a cardiac cath procedure. A pre-deployment angiogram was performed that revealed the arteriotomy was above the bifurcation with no noted calcification. A few weeks later, the patient complained of pain in the right leg post angio-seal deployment. The patient was brought back to the cath lab for a peripheral angiogram which revealed an occluded right superficial femoral artery. A percutaneous transluminal angioplasty was performed to open the vessel. The angio-seal remained implanted in the patient and they were listed as stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.